Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, the blade blocked and was impossible to unlock. At the end of the surgery, the surgeon unlocked forcing. The device was swapped out for another. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The present pfna blade was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. A function test was performed and the device was functional as required. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is possible that either the blade was not correctly connected the instrument, possibly by a damage at the instrument or that the locking technique was not carried out correctly. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.